Event description:
It was reported that the right ventricular (rv) lead had intermittent t-wave oversensing (twos) observed on the electrogram. The sensitivity was reprogrammed and the oversensing resolved. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trm implantable cardioverter defibrillator (B)(6) 2012, 419488 implantable pacing lead (B)(6) 2012, 407652 im plantable pacing lead (B)(6) 2012. (B)(4).